Event description:
During the initial implant procedure, poor ventricular sensing was observed on the ventricular channels. It was suspected that the set screw may have been over tightened. The implant was completed with no adjustments. At a follow-up post implant, oversensing was observed on the right ventricular (rv) channel of the device due to ventricular ectopic. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.